Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite tapered certain implant, (xifnt585) was returned for evaluation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 2022031044. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022031044 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: bone fracture. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported bone fracture during insertion, which led to lack of primary stability. Doctor performed bone regeneration and a new implant was placed later on. Patient is diabetic.